Manufacturer narrative:
Based on the available information, it is not possible to determine the source of the patient¿s peritonitis. However, there is a temporal relationship between continuous cycle peritoneal dialysis (ccpd) therapy with the liberty select cycler/liberty cycler set and the peritonitis infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2018 during the follow up an unrelated customer experience, it was reported that the patient was diagnosed with peritonitis and hypokalemia and was hospitalized on (B)(6) 2018. The patient presented with a fever of 101 to 102, abdominal pain, nausea and vomiting for several days. The source of the peritonitis is unknown. Urine and blood culture tests performed were negative but the peritoneal fluid cell count was elevated (862) and the culture was positive for acinetobacter. The patient was treated with intravenous (IV) zosyn (dose, frequency and duration unknown), several doses of IV vancomycin (dose, frequency and duration unknown) and intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The patient¿s fever and pain abated and the patient was afebrile at discharge on (B)(6) 2018. No product malfunction was alleged.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.